Event description:
It was reported to medtronic neurosurgery that the ventricular catheter became plugged. According to the report, this caused a shunt malfunction and resulted in the removal of the catheter. Allegedly, this event had occurred with a second pt.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.